Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-13616. It was reported the pt was experiencing a stinging sensation at the lateral side where her extension is located. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.